Event description:
Customer reported experiencing a past low blood glucose (bg) event with the lowest recorded level at 42 mg/dl. Cause was not known. Customer consumed carbohydrates as a corrective measure and was advised by technical support to consult a healthcare professional to discuss potential factors affecting blood glucose levels. Customer acknowledged this advice, and arrangements were made for the return of a cartridge.